Event description:
It was reported the pt underwent a laparoscopic cholecystectomy and placement of a wound drain in 2006. During a scheduled removal five days later, the wound drain tube broke at the white part near the transition between the single lumen part and channel part and a portion of the drain remained inside the pt's body. No resistance was felt when pulling out the tube. The indwelling section was removed laparoscopically the following day. The pt was under observation and the clinical course uneventful at the time of reporting. No further complications have been reported.

Manufacturer narrative:
No lot number info was provided for the company's evaluation. The actual complaint sample was returned in two pieces and evaluated in a laboratory environment. The drain tubing had broken at the base of the channel drain and a small portion of the drain tubing was still attached to the drain. The broken edges of the tubing were very jagged indicating the drain tubing had been torn apart from the drain. The sample was examined under magnification and no evidence of punctures was observed. There was a piece of suture material wrapped around the drain tube on the solid drain side of the break in the tubing opposite to the breakage. The suture material was approx 3" from the break in the drain tube. The iqa records for this part number did not show any rejects related to tensile values. All values within the last twelve months were above those specified in the international standard for surgical drains (en1617). There was no evidence of any mfg issues that may have caused or contributed to the reported problem. The instructions for use state that to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. A warning states: "surgical removal may be necessary if drain is difficult to remove or breaks." Baseline report previously filed.